Manufacturer narrative:
D10 concomitant product: sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n3h2211y sigphandle - sig power sigphandle handle, serial# unknown unk-sigadapt - unknown signia egia adapter, serial# unknown sigphandle - sig power sigphandle handle, serial# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while stapling the stomach, the device stopped stapling roughly 20mm into the reload and the screen showed excessive firing symbol. The surgeon waited, but the symbol did not disappear. The reload would then retract back and when checked the fired staples were malformed and messy. Another handle, shell, and reload were used with the same adapter, but the same issue occurred even when a thinner area of the stomach was being stapled. The surgeon sutured the staple line to resolve the issue. This led to 30 minutes extended surgical time.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged. The jaws were open. The clamping mechanism was deformed. Staple pushers were visible at the 3cm cut line. The distal suture on the anvil and cartridge side were still anchored. The anvil and cartridge reinforcement material were both torn. Both proximal sutures were cut/released. Both distal sutures were intact. The reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The distal sutures were cut/released and the torn reinforcement material was placed. The reload interlock was tested and found to function properly. It was reported that an excessive load detected during use, and the device partially fired. The reported issues were confirmed. The most likely cause could not be established from the information available. These issues may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. It was also reported that there was a poor staple formation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.